Event description:
It has been reported to philips that allura system geometry movements were only partly available. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected, the issue occurred during a coronary diagnosis procedure. The procedure was completed as planned after a system restart. A philips service engineer inspected the system onsite and confirmed a malfunction with the geo module. The geo module pc was replaced, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There may be instances in which the system fails to power on as expected despite following the appropriate steps as outline in the IFU. There may be any number of reasons for failure of the system to power on prior to starting a procedure. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.